Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge leaked. Additionally, it was reported that an altitude alarm occurred after loading the leaking cartridge onto the pump. A cartridge change was performed resolving both issues. Customer's blood glucose level was 202 mg/dl.